Event description:
It was reported that this right ventricular (rv) lead exhibited a shock impedance value of zero ohms. It was noted that the patient fell out of bed. Normally, the impedance is within range. Technical services (ts) noted that electromagnetic interference (emi) could potentially cause very low impedance values. Ts suggested troubleshooting actions. This lead remains in use. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).